Event description:
On 6/18/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/17/24. The user reported they announced a 'usual' dinner but only consumed half of a soda. Their dexcom continuous glucose monitor (cgm) then indicated low blood glucose levels, and their husband noticed unusual behavior, prompting him to call 911. Before ems arrived, the user drank juice to manage the low, but their bg levels dropped to the 30s mg/dl. Ems administered glucose gel and advised the user to eat a peanut butter sandwich.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia during the reported event period. This hypoglycemic event followed a "usual for me" dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user announcing a meal but then not eating the carbohydrates they announced for, resulting in an excess of insulin relative to their need.